Event description:
The customer reported an alarm during the manual prime. The customer also stated that she was in the hospital with pneumonia. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. Unable to perform the prime test due to the motor error alarm.